Event description:
It was reported to boston scientific that during preparation when loading the needle in the dilator tube, the needle broke through the dilator tube. The physician completed the procedure with another of the same device with no patient complications and the patient is fine.

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.